Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned for analysis. The product investigation could not identify a root cause. The lens remains implanted. Attempts have been made to obtain additional info by email. A completed questionaire was received on (B)(6) 2014. (B)(4).

Event description:
A nurse reported that a patient developed endophthalmitis one day following a phacoemulsification with intraocular lens (iol) implantation procedure in the left eye. The surgeon believes that a fiber had been in the patient's eye during the procedure, which she was unable to remove; therefore, the fiber was retained in the patient's eye postoperatively. The reporter did not know if the fiber came from the pack, the iol, or the viscoelastic. The patient was referred to a retinal specialist and underwent a vitrectomy and received antibiotic treatment the day after the initial procedure. The patient's condition had resolved as of (B)(6) 2014.